Event description:
In 2002, the neurosurgeon mentioned in passing that one of his patients has had an allergic reaction to duragen resulting in a florid reaction. This was confirmed by the theater manager, who thought a couple of people had been allergic to duragen. No further information was provided at that time. The next month, the sales representative responded indicating she had spoken with a representative from the user facility who reported that it was common for a patient to experience meningitis following this type of surgery. If the product had not been placed in the patient, no question would be raised regarding the cause of the reaction. Since the root cause could not be established the use of duragen and possible cause could not be ruled out.